Manufacturer narrative:
Upon receipt of the complaint it was noted that the unit had expired. Customer service notified the sales rep. The unit functioning is not dependent on sterilization. One year sterilization was reported on 9/7/2012, (B)(4). No change in the sterilization process would indicate that the product labeled for 3 month expiration would still be considered sterile after 12 months from manufacture. The unit had made patient contact and was not received for evaluation. It is not possible to determine an assignable cause for this issue. There is insufficient information for a complete investigation. The DHR for lot 19812-13 was reviewed. The unit met manufacturing specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of (B)(4) units that stopped working. A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
Handpiece failed at 42 seconds into case.